Event description:
Customer reported the system intermittently will not produce images or x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the console circuit board. No pt injury was reported.